Event description:
Patient complained that IV was leaking. Rn assessed site and confirmed leaking and decided to remove. IV located 2 inches about left wrist. When she removed the catheter only 3mm of catheter was present, the rest appeared to remain within the patient's forearm. Vascular access team (vat) and chief resident were paged immediately. X-ray confirmed retained object, and patient was taken to the or for removal. Patient is asymptomatic post procedure.====================== health professional's impression======================broke off in patient.